Manufacturer narrative:
This supplemental report is being submitted to provide the results of device evaluation and a correction to field d10. The suspect device was returned to olympus and evaluated for the user reported problem of 200 ref 14 error generated intermittently and unable to produce a continuous cut. The user reported problem could not be duplicated. The unit passed all functional tests. Output powers were checked and verified within specification. A 2 hour burn-in test was performed in an effort to reproduce the error message and/or a failure; the device did not generate any errors and no problems were noted.

Manufacturer narrative:
This supplemental report is being submitted to provide the result of the device history record (DHR) review. Update to section h6. The DHR was reviewed for the device involved; no non-conformities were noted during the manufacture of the lot that can be attributed to the reported problem.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and a definitive root cause cannot be determined at this time.

Event description:
Olympus was informed that their generator was generating a 200 ref 14 error intermittently during a procedure, affecting the cutting feature of the device. The problem was preventing a continuous cut. No problem with the coag feature was observed. The procedure type is unknown. Despite replacing a cord, the problem continued. The procedure was completed using the same generator. As reported by the user facility to olympus, no patient harm or injury occurred.

Manufacturer narrative:
This supplemental report is submitted to correct the date received by manufacturer (g4), submitted on the initial report. The date received by manufacturer of the initial report is april 7, 2020.